Event description:
It was reported that pump battery did not appear to charge and caller was concerned about a power source alert. There was no adverse impact to the customer's blood glucose level. Pump was confirmed to be connected correctly to working tandem charging equipment, and after being left plugged into a working outlet for at least 30 minutes, pump began charging and did not shut down, so no further assistance or device replacement was required.